Event description:
Consumer called to report test strips were readings in the 400's. Kept giving more and more insulin because of the high readings and had to take her family member to the hospital for treatment of low blood sugar.